Event description:
The patient reported after losing weight, she is experiencing pain at her scs ipg pocket site to the point that she is unable to lie on her back. The patient is to meet with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.